Event description:
It was reported that on (B)(6) 2013, the pulse generator exhibited electrocardiogram / intracardiac waveform anomaly. After a sofware download, normal device function resumed. On (B)(6) 2013, the patient activated episode could not be stored. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.